Event description:
Per oos, this lead was replaced with a longer linox td 75/18, (B) (4), due to multiple dislodgements. This device remains at the hospital. Should additional information become available, this event will be updated.